Manufacturer narrative:
Correction data: f7: type of report. G7: type of report. H2: if follow up; what type? H6: method code, result code and conclusion code. H10: additional information: details of complaint: complaint states nkc technician performed case upgrades to telemetry transmitters that are getting reports of overheating. Service requested repair - rear case change. Service performed repair - rear case change. Investigation results upon investigation it was determined that 10 transmitters had rear cases replaced with upgraded cases for evaluation. Actual units were not overheating. The site has a history of units overheating with incorrect battery insertion.

Manufacturer narrative:
It was reported that the transmitter got overheated. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the transmitter got overheated. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: complaint states nkc technician performed case upgrades to telemetry transmitters that are getting reports of overheating. Service requested repair - rear case change service performed repair - rear case change investigation results upon investigation it was determined that 10 transmitters had rear cases replaced with upgraded cases for evaluation. Actual units were not overheating. The site has a history of units overheating with incorrect battery insertion. Corrected information: f9. Approximate age of device: incorrectly calcuated.

Event description:
It was reported that the transmitter got overheated. No consequence or impact to the patient.